Event description:
Morphine sulfate via pca pump initiated. Physician's order read basal rate 0.5 mg/hr. Pump programmed basal rate 0.5 mg/hr. Pca dose 1 mg/hr. 48 hours after pump originally programmed, error detected and corrected. Patient's condition remained stabledevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: incorrect technique/procedure. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: no. Corrective actions: device discarded, device recalled by manufacturer/distributor, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.